Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/26/2017. Retain product was tested and was performing to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge testing met the acceptance criteria found in q04.01.003 rev. Z, appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: there is no indication of a product malfunction. There were no repeats on the two systems. No information regarding the patient, sample types, or sample handling were available. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There is not enough information to determine whether an I-stat product malfunction occurred. Hco3 and base excess are calculated values on the ec8+ cartridge based on the measure ph and pco2. Ph and pco2 values were not available. Log hco3 = ph + log pco2 - 7.608 beecf = hco3 - 24.8 + 16.2 (ph - 7.4).

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding ec8+ cartridges that yielded suspected discrepant na, hct, be, and hco3 results on a patient. There was no additional patient information available at the time of this report. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).